Event description:
It was reported to covidien that customer had an issue with a dialysis catheter. The customer stated that after catheter placement, leakage was found on the exit site. The doctor had to take the catheter out. He examined it and found cracks on the cuff. To avoid infection, the doctor replaced the catheter and the extended short catheter. Patient involved w/o injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.